Event description:
On 09/23/2021 it was reported by a sales representative via sems that an ar-513-t5 tibial bearing poly was found to be somewhat loose upon implantation to tibial tray. This was discovered during a case, with no patient effect reported.

Manufacturer narrative:
Per (B)(4) rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.